Manufacturer narrative:
At this time no conclusions can be made. The lot number provided is not valid; therefore, a review of the manufacturing records is not possible at this time. There was no specific reason for the additional surgery and no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery to repair a hernia and a bard/davol ventralex st mesh patch log52788 (note: lot number not valid) was implanted during the surgery. The patient has suffered permanent injuries and significant pain and suffering. It is alleged that as a result of the implantation of the unreasonably dangerous and defective bard/davol ventralex st mesh, the patient suffered injuries including, but not limited to, pain and additional surgery.